Event description:
Product was attempted to be implanted, however it did not compress full after numerous attempts at compression with clamp and redrilling of peg holes. Surgery was extended by 30 minutes.